Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The stimulation was no longer in left le. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead check revealed both leads have moved inferior to mid l3. The patient was implanted with tips to l1. They reprogrammed but to no available. The issue was not resolved at the time of the report. It was unknown if surgical intervention were going to occur. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.